Manufacturer narrative:
Heartsine has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not returned to heartsine for investigation. No additional information will be forthcoming at this time. The cause of the reported issue could not be determined. If the device is returned to the manufacturer the investigation will be reopened. H3 other text: device not returned for evaluation.

Event description:
The customer contacted heartsine to report that the pad-pak locator pins were bent and prevented the pad-pak from fitting into the AED properly. Inability to connect pad-pak to the device may prevent or delay defibrillation therapy, which could result in adverse consequences. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that the pad-pak locator pins were bent and prevented the pad-pak from fitting into the AED properly. Inability to connect pad-pak to the device may prevent or delay defibrillation therapy, which could result in adverse consequences. There was no patient involvement reported with this event.